Manufacturer narrative:
This event occured in (B)(6).

Manufacturer narrative:
A patient sample was returned for investigation. The positive result for rubella igg was confirmed. This is supported by a positive blot result (recomblot). The elecsys rubella igg result is regarded as correctly positive. Discrepant results may be received when comparing results of different anti-rubella igg assays.

Event description:
The customer received questionable igg antibodies to rubella virus (rubella igg) results on their e601. The patient was being monitored throughout her pregnancy for rubella igg on a vidas analyzer with negative results. Prior to delivery on (B)(6) 2011, the patient had a sample tested with a positive rubella igg result of 45.94 iu/ml on the customer's e601 analyzer. The sample was sent to a different laboratory and was tested on a vida analyzer with a negative result of <10 iu/ml. The customer tested a sample from (B)(6) 2011 which was negative for rubella igg on a vidas analyzer and the result from their e601 was 49.83 iu/ml. The customer tested a sample from (B)(6) 2011 which was negative for rubella igg on a vidas analyzer and the result from their e601 was 41.62 iu/ml. The customer considered the results from the e601 analyzer to be false positive results. There were no allegations of adverse affects to the patient from this event. The rubella igg reagent lot number was 160901 and the expiration date is 11/29/2011. No root cause has been determined. The investigation is ongoing.

Manufacturer narrative:
New information was provided indicating the date of event, was (B)(6) 2011.